Manufacturer narrative:
Initial and final MDR (B)(4).- MDR - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 5 infusion set's adhesive on 14-may-2024.the infusion set fell off during use. The infusion set was in use for 1-2 days. The patient confirmed the set fell off while doing physical activity/sweating, swimming, or bathing. The patient resolved the event by replacing infusion set and resumed insulin successfully no further information available.